Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction is likely due to the failure of the pressure sensor mounted on the main circuit board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors: oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). The instructions for use have the following statement which can detect the event in section 7.1 identification of the cause of abnormality and how to deal with it: "details of the error: all leds are off / cause: abnormalities have been detected in the internal circuit of the product."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿power issue¿ was confirmed. There was no power observed due to a faulty main board. No other abnormalities were noted. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the insufflation unit exhibited intermittent power and then eventually shut off. It is unknown if the intended procedure was completed. There was no patient injury reported.